Event description:
A report was received that the patient had an infection at the incision sites. Symptoms of redness and discomfort were noted. The physician believed that infection was not device or procedure related. The patient was placed on antibiotics. The patient was reportedly doing well and incisions seem to be improving.

Manufacturer narrative:
Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 1074520/1076179/7038566/7038963, model/catalog description: lead extension kit 35cm. Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7031260, model/catalog : coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient had an infection at the incision sites. Symptoms of redness and discomfort were noted. The physician believed that infection was not device or procedure related. The patient was placed on antibiotics. The patient was reportedly doing well and incisions seem to be improving.